Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration and calibration was observed on the force sensor assembly. During evaluation the pump was able to rewind, load and prime with no issues. Unrelated to the event the display was found to be dim and pink and the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration and calibration was observed on the force sensor assembly. This report is being made based on the evaluation results.